Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.

Event description:
The customer reported that the spectrum pump displayed system error 105 alarms at start up. The customer stated there was no patient injury and the device came from the cursing station on the third floor. No further information was available.